Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that when more than one hour had passed since the catheter was connected, blood was found in the spring part of the qdot micro catheter. There was no error code. The issue was improved by replacing the catheter to a new one. The procedure was continued and was completed without patient consequence. The foreign material (blood) was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 13-dec-2024, a reddish material inside the pebax sleeve was found and a hole on the pebax surface. This was assessed as MDR reportable with an awareness date of 13-dec-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed reddish material inside the pebax sleeve. Due this condition, the device was inspected under a microscope, and a hole was found on the pebax surface. The pebax hole is related to the costumer complaint; therefore, the customer complaint was confirmed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).